Manufacturer narrative:
(B)(4).

Event description:
Another manufacturer's stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aptus endoanchors were prophylactically implanted into another manufacturer's stent graft. It was reported that the patient was diagnosed with an infection. The patient was hospitalized and the patient was given medication. Additional surgical procedure was done. The infection is unresolved and the patient is continuing with the treatment. Per the investigator, the infection was related to the index procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.